Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a replacement procedure for the implantable pulse generator (ipg) due to having charging difficulties and the device was not holding a charge. Electrocautery was used. The patient was stable post operation and doing well. The facility disposed the device per guidelines and will not be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.